Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "device was on the patient and gave red alarm tf 8912. Respitory tech turned off the intellicuff and it stopped the alarm, he extubated the patient (removed the breathing tube) and placed on nasal cannual. Patient was not harmed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. On (B)(6) 2025, a hamilton-g5 ventilator generated a red alarm (tf 8912) while in use on a patient. The respiratory therapist disabled intellicuff, which stopped the alarm. The patient was subsequently extubated and placed on a nasal cannula. No patient harm was reported. The device was removed from service, red-tagged, and placed in the soiled utility room. The logfiles have not been received for analysis. According to the service manual for hamilton-g5, tf8912 indicates "no motor, cuff pressure controller pressure low." A replacement cuff pressure controller board was provided to the user to address the reported issue. The manufacturer has not received any additional information regarding whether the replacement resolved the issue. Additionally, no further complaints related to this device have been registered since the event. Considering that no patient harm occurred, a replacement cuff pressure controller board was provided to address the reported alarm, and in the absence of any additional information received, hamilton medical considers this case closed.